Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified false "upstream occlusion" alarm was confirmed and reproduced during evaluation. The unit failed flow rate testing due to low fluid number and flow rate accuracy. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a false upstream occlusion alarm. There was no pt involvement.